Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 211 mg/dl at the time of the call. The customer used food and was given fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was being upgraded. The customer had a low of 32 mg/dl on an earlier call on (B)(6) 2018. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Model mmt-1715 does not have the smartguard - auto mode feature. However, the device communicated properly with the glucose sensor simulator and the gaurdian link. No pump or transmitter communication anomaly or calibration anomaly noted. The test value of 135 mg/dl was properly displayed on the device sensor graph screen. No basal anomaly or bolus anomaly noted during testing. The suspend on low alarm function properly during testing. Device had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button. And a cracked retainer.